Event description:
Reportable based on analysis completed on 30nov2021. It was reported that the access system was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. During preparation the package was opened and it was noted there was a kink. The procedure was completed successfully with a new sheath. However, returned device analysis revealed ptfe delamination.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) with no dilator and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed that the sheath had a kink 6.5cm distal of the strain relief and 42cm proximal of the tip. The tip was damaged as it was folded inward and there was ptfe delaminating from the inner sheath wall. No other damage or defects were found. Product analysis confirmed the reported event as the sheath was kinked.